Event description:
It was reported by service report that the fowler was drifting down. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler brake clutch, motor fluid.